Manufacturer narrative:
The tech found the s8 valve solenoid was not closing. The tech replaced the valve to repair the bed.

Event description:
Info received indicates the head section is drifting down.